Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: incidental findings: the lvad event log file captured a pump stop event that caused a reset accompanied by date resets. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported hemolysis and patient condition could not be conclusively determined through this evaluation. The reported low flow events were confirmed through the evaluation of the submitted log files. The controller event log file captured a date change from august to november on (B)(6) 2020 (really (B)(6) 2020), indicating that all the data recorded in the log files may be recorded with date stamps 3 months earlier than the actual dates. The controller event log file contained approximately 7 hours of data from (B)(6) 2020 and then approximately 2 hours of data from (B)(6) 2020, per the timestamp. Numerous low flow alarms were captured throughout the log file; however, a specific cause for these events could not be conclusively determined through this evaluation. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The controller periodic log file captured a long string of low flow alarms from (B)(6) 2020 to (B)(6) 2020, and additional low flow alarms were captured on (B)(6) 2020. No other atypical events were captured. The lvad event and periodic log files captured the estimated flow was captured below the 2.5 lpm threshold several times. Multiple attempts were made to obtain additional information; however, no response was received. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2018. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section addresses how to properly interpret and troubleshoot all system alarms, including pump stop and low flow alarms. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. This document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient started having low flows on (B)(6) 2020, which became constant. The patient developed elevated lactate dehydrogenase, and urine analysis supported hemolysis and significant fluid retention. Technical services reported that the pump was seeing a reduction in blood volume.